Event description:
It was reported by the rep that the one tlc30 was used during an esophogeal myotomy procedure. It was reported that the surgeons placed the tlv30 across the esophagus and fired but no staples were fired. The surgeon checked the abdomen for staples as well as the instrument and no staples were present. This was the first and only firing of the instrument. The instrument was contaminated. There was no pt consequence.